Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, customer reported that the guide wire that comes with the kit was broken at distal end and the catheter could not be used. It was stated that the guide wire was not broken out of the box, there was no packaging damage, no other defect/damage was noted to the guide wire prior to use. It was stated that the catheter was not repaired, there was no leak, no cleaning agents were used, tego was not utilized and there was no luer adapter issue. There was no reported patient involvement.

Manufacturer narrative:
New information has been received. This event has been reassessed and found not to be associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.